Manufacturer narrative:
Device was never returned but it was reported that a micro drill tip about 3mm was broken off into a patients bone, and left in the body.

Event description:
When the surgeon was drilling with a micro drill about 3mm of the tip broke off and stayed inside the body.